Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded target lesion was located in the severely calcified and non tortuous mid left anterior descending artery. A jl4 guide catheter was placed. After a non bsc guide wire crossed the lesion, rotablation was performed using a 1.25mm and a 1.50mm rotablator. Then predilation was performed using a 2.0x15mm nc emerge balloon catheter. A 2.50 x 28mm synergy¿ stent was advanced but was unable to cross the lesion. The device was removed and it was noted that some of the distal stent struts were foreshortened. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the stent struts at the distal end of the stent were severely stretched and distorted. The damage is consistent with the stent meeting resistance during withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded target lesion was located in the severely calcified and non tortuous mid left anterior descending artery. A jl4 guide catheter was placed. After a non bsc guide wire crossed the lesion, rotablation was performed using a 1.25mm and a 1.50mm rotablator. Then predilation was performed using a 2.0x15mm nc emerge balloon catheter. A 2.50 x 28mm synergy¿ stent was advanced but was unable to cross the lesion. The device was removed and it was noted that some of the distal stent struts were foreshortened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Describe event or problem and date of birth updated. (B)(4).

Event description:
It was further reported that the damage was noticed during re-inserting the stent not after removal as previously reported. The procedure was completed with another 3x2.4mm synergy stent.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).